Event description:
It is reported that a customer has issues with their serter not releasing the sensor. The customer's insulin pump would go into threshold suspend at night even after inserting a new sensor. The patient's blood glucose was unknown at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor and serter need to be replaced. The customer was sent a new sensor and serter. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to confirm insertion complaint due to customer returned sensor only.